Manufacturer narrative:
This report being submitted is a follow up report due to re-assessment of the file following information received that there was a break in the shaft of the catheter on the distal end.

Event description:
This report being submitted is a follow up report due to re-assessment of the file following information received that there was a break in the shaft of the catheter on the distal end. One part of the product came off during procedure. This piece remained at first in the patient could then be removed endoscopically. Device has been discarded. Additional information received 18-may-2020 that an incorrect sized wireguide, 0.025in was used. Clinical input received on (B)(6) 2020 stating that the device which was removed endoscopically was not to prevent permanent impairment / damage and was not a serious injury.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
One part of the product came off during procedure - ths piece remained at first in the patient - could then be removed endoscopically. Device has been discarded. Additional information received 18-may-2020 that an incorrect sized wireguide, 0.025in was used. Clinical input received 22-may-2020 stating that the device which was removed endoscopically was not to prevent permanent impairment/ damage and was not a serious injury.

Manufacturer narrative:
Device evaluation: 1 x pc-5 of lot number c1704983 was unavailable for return to cirl for evaluation. This file is related to an additional file ref MDR #3001845648-2020-00506 which was created for the placement of the spsof-5-5 stent which has been deemed off label lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all pc-5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for pc-5 of lot number c1704983 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1704983. There is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. It should be noted that the device was used with an spsof-5-5 stent, this has been deemed off-label use of the stent as the device was placed in the biliary duct which is not a stated use as per its IFU (ifu0055-4) and therefore has not being tested in a clinical setting. It¿s possible that this may have also impacted on the problems experienced. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used and the break was noticed ¿when the catheter came out of the scope¿ as the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the device used this may not have supplied sufficient support when moving the stent and pushing catheter. It¿s possible that this insufficient support let to the subsequent break on withdrawal of the device. The previously mentioned off label use of the stent with the device may have also been a contributing factor. Summary: complaint is confirmed based on customer testimony. A part of the device came off during procedure, this piece was removed from the patient with forceps in the same procedure and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 20-nov-2020, this supplement report is being submitted to include the investigation conclusions within section h.10.